Event description:
It was reported that the camera head displayed an error b30. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed an error b30. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation; hence the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.